Event description:
Depo-medrol (steroid) injections were performed on 2/6/97, 2/17/97, and 2/24/97. On 3/24/97 the patient was diagnosed with meficillin resistant staphylococcus aureus infection and was admitted to the hospital. He received vancomycin IV (antibiotic) for two days and was discharge. Patient was subsequently lost to followup. The patient had complained of pain and other symptoms prior to 3/24/97 but professional staff could not get him to come in as of 3/10/97 he did not appear to have an infection.